Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Battery drawer is broken and damaged. Upper and lower cases are broken. Lower case also contaminated. Battery contacts are compressed. Battery release, knobs, heart block, lead flex cover, and keyboard are contaminated. Side bail covers and ring cover are broken. Two case screws, side bails, and ring are missing. Encoder flex is out of specification (flex is creased).

Event description:
It was reported that fluid got inside the external pulse generator (epg), and the battery door is inoperable. Two months prior, a report was received that the epg had physical case damage but functioned fine. The epg was returned for repair. No patient complications were reported as a result of this event.